Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system and confirmed that the system does not start. After reviewing log file, fse found the cause of the problem was malfunction related to host pc. Fse replaced the host pc and flex vision pc. After the replacement of host pc and flex vision pc, the system was returned to use in good working order. The defective part was returned for analysis and the malfunction of flex vision is not confirmed. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not start. The system use at the time of event was not in clinical use. There was no harm reported. Philips has started an investigation of this complaint.